Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found a small sample of hardened cement inside a plastic container. Based on the results of the retain sample testing, it can be concluded that the reported cement setting time met the appropriate control specification, therefore the reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot =manufacturing date: 2022-07-01. Expiry date: 2025-06-30. Quantity: (B)(4). 2 non-conformance on this lot number; no impact on cement performance. Final micro and sterility tests passed. Product met all quality control acceptance criteria. Device history review = a manufacturing record evaluation was performed for the finished device [3325020 / 3861178] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. Manufacturing date: 2022-07-01, expiry date: 2025-06-30, quantity: (B)(4). 2 non-conformance on this lot number; no impact on cement performance. Final micro and sterility tests passed. Product met all quality control acceptance criteria.

Event description:
It was reported during a right tkp, the cement hardened after 5 minutes.it was the third time the issue occurred with the customer complaints (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received indicates that there was no surgical delay and no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.